Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. This was observed before use for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection performed and no issues were noted. Functional testing, including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.